Event description:
Customer reported experiencing low blood glucose readings and was treated with juice. Customer's blood glucose reading at the time of the call was 480 mg/dl and has treated with a bolus. The drive support cap was noted to be flush. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.